Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to pacing impedance measurements greater than 2000 ohms due to a fracture. It was noted that the lead was initially implanted submuscular and it appears that the fracture was located near the second rib. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.